Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the issue happens intermittently. Tac reviewed the after-use instructions with the customer and recommended for the device to be sent in for evaluation and repair. The device was returned for evaluation. Upon evaluation of the device the reported issue was confirmed due to faulty main board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high flow insufflation unit front panel goes blank and the unit powers off. In addition, screeching noise ensued. The screeching noise and front panel blanking occurred when the customer pressed start on the device, bled psi down on the co2 tank, stopped the device, and pressurized the co2 tank. Afterwards, the customer powered off/on the device and the front panel reappeared before the operation was resumed. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the blank front panel and the unit powering off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a faulty main board caused the indicated phenomenon. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.